Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient¿s ipg was no longer working and it would not charge. The patient will undergo an ipg replacement procedure. Additional information was received that the patient underwent an ipg and lead replacement procedure and was doing well postoperatively. No device malfunction was suspected. Additional suspect medical device components involved in the event: model#: sc-2208-50 serial #: (B)(4) description: st linear lead 50cm the explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient¿s ipg was no longer working and it would not charge.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.